Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported slda in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtr clip delivery system (cds) was advanced without issue and the clip was deployed, reducing the mr to trace. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr returned to 4. A mitraclip nt clip was implanted to stabilize the slda and successfully complete the procedure. Two clips were implanted, reducing mr to trace. No additional information was provided.